Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a quantity of 15 opt544 optiflow nasal cannulas "cracked at the connection adaptor, especially between nasal prong and head gear part." This was noticed prior to patient use. The complaint opt544 nasal cannulas have been discarded by the healthcare facility. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint opt544 nasal cannulas are not expected to be returned to fph (B)(4) for investigation as the hospital has reported that the cannulas have been discarded. Our analysis is accordingly based on the event description. The healthcare facility reported that the nasal cannulas were torn at the buckle of the headstrap. A lot check revealed 14 other defective units for lot number 101020, as per report received from the healthcare facility. The opt544 optiflow nasal cannula is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The reported damage is most likely due to incorrect fitting of the nasal cannula. Pulling the silicon buckle during the tightening of the headstrap would cause it to stretch and, in some cases, break. The nasal cannula user instructions state the following: "ensure nasal cannula is sized correctly." (B)(4).